Event description:
Patient undergoing retrograde cannulation of right common femoral artery with a 5 fr sheath and coil embolization of the superior and inferior polar renal arteries with multiple cook coils. At the completion of the procedure a 7 fr fish device was used to attempt to close the puncture site in the right groin. However, upon trying to deploy the fish device, the sheath itself became stuck in the puncture site. Upon withdrawal of the sheath, it was noted that a portion of the sheath was missing. Pressure was held for 2 minutes with good hemostasis. X-rays were obtained and the sheath was found to be in the superficial femoral artery in the right leg. A small cutdown was performed in the right groin and the incision was carried down to the superficial femoral artery. An angiogram was obtained using a cook needle. This revealed that the sheath itself was actually within the superficial femoral artery. A micro snare was then used through a 6 fr sheath to gain access to the artery. The micro snare was able to be looped around the cephalad portion of the sheath and withdrawn through an arteriotomy in the superficial femoral artery. The arteriotomy was then closed. There was no adverse effect on the patient.